Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer has removed the device and suspended it to take a shower when the alarm occurred. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. Unable to perform full drive system test due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.